Event description:
Customer stated that the delivery system attached to the esophagus but could not remove the capsule from the delivery system. The customer did state that the dr. Did disassemble the handle and the capsule remained attached to the delivery system. Customer stated that the dr. Could not detach the capsule from the delivery system. The dr. Used another delivery system and it deployed successfully.

Manufacturer narrative:
No pt injury has occured following this incident.